Event description:
It was reported that there was a crack in the lasso on this catheter.

Manufacturer narrative:
Analysis of the complaint product is in progress. This report will be updated after the product analysis will be completed.